Event description:
It was reported that the customer's insulin pump was displaying a motor error alarm. His blood glucose was 276mg/dl at the time of reporting. The customer's mother reported that the insulin pump was not damaged and that it had not been exposed to any conditions which may make it malfunction. After troubleshooting, the customer was advised to discontinue use of the pump and revert t his backup plan. The pump is being returned and replaced. No additional information was reported.

Manufacturer narrative:
The insulin pump passed the basic occlusion test and displacement test. No motor error alarm was noted. However, the insulin pump was unable to prime during the prime test due to a faulty gold force sensor resistor. The motor was tested outside of the device and passed. The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube lips, cracked battery tube threads, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.